Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned. The complaint was confirmed via the picture provided. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion.

Event description:
On 9/10/2021 it was reported by sales rep via email that (2) 1588tb-ib acl internalbrace¿ ligament augmentation button would not go though the nitinol wire as it would get stuck right before pulling it through. Surgeon had to use a tightrope to complete case. This was discovered during setting up for a procedure on (B)(6) 2021. Additional info requested: 1. What procedure was being performed? 2. Did device break during the procedure or was it found damaged during set up ? 3. How was the case completed? 4. Will device be returned ?